Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room in vt. High voltage therapy was delivered, however it did not terminate the rhythm. The patient was sedated and externally defibrillated. The device was close to eri and decision was made to explant it. The patient was in stable condition.